Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer was using humalog u-500 with the pump. Tandem customer technical support informed customer that humalog u-500 insulin is off-label per the user guide. Additionally, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump, using cold insulin and not properly cycling the cartridge. The customer was educated on the proper load techniques. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.